Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a foreign material like a piece of metal was discovered in the anterior chamber during the procedure. The foreign material was removed and procedure completed without product replacement. There was no patient harm. The sample has been requested.

Manufacturer narrative:
Additional information in device available for evaluation?., device evaluated by MFR?, evaluation codes, and additional MFR narrative. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on march 14, 2012. Based on quality assurance assessment, the product met specifications at the time of release. One phaco tip was returned for evaluation for the report of the piece of metal in the eye. A curled metal piece of material extracted from the eye was also present with the phaco tip. Based on the complaint information the customer first believed the metal originated from the phaco tip or handpiece, and now the customer has indicated the pak and hook are also possible sources for the metal. A review of the related device history record for the reported customer lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. A visual inspection was performed and the phaco tip was deemed nonconforming from its use. The bevel is worn on the left side of the bevel. Wear is present on the nut corners, flange back and threads. The cannula is bent at the transition. Surgical material is present along the cannula. The metal particle was sent to the laboratory for analyses. The size of the particle is approximately 700 ¿m in size. The particle was comprised mainly of nickel, along with carbon, sulfur, and iron. The complaint evaluation does confirm the presence of a piece of metal particulate. The evaluation does not confirm the source of the metal particulate originated from the phaco tip. A phaco tip is manufactured from titanium, but the particulate was identified as mainly nickel. The source of the particulate is unknown, but would not have come from the titanium phaco tip. The most likely source for the particulate would be from another instrument used during the surgery. The condition of the phaco tip was poor, but is unrelated to this complaint issue. As the customer did not retain the finished goods consumable lot number, device history record (DHR) and lot history could not be reviewed. The root cause cannot be determined conclusively.